Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 364 mg/dl. Reportedly, the customer had used re-used the cartridge. Tandem technical support educated the customer on cartridge labeling. Customer required assistance delivering a correction bolus to address bg level.